Manufacturer narrative:
Analysis of the handpiece (s/n (B)(4)) found no fault with the device and the excessive heat could not be verified. The device was cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the otol angled (s/n (B)(4)) found that excessive heat could not be verified. The bearings were corroded and o-rings and gasket were worn. All required parts were replaced and the device passed all manufacturing specifications. Analysis of the attachment otol straight (s/n (B)(4)) found that excessive heat could not be verified. There was no faults found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 1845010, serial/lot #: (B)(4), (B)(4); product ID: 1845020, serial/lot #: (B)(4), (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative reported that the handpiece was too hot to handle when commenced drilling prior the procedure of mastoidectomy. The drill heated up over several minutes. There was no delay on the procedure. The device was completed using another device. There was no patient or staff impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.